Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving a morphine with concentration 15 mg/ml at a dose rate of 4.991 mg/day via an implantable pump for spinal pain. It was reported that a motor stall occurred. Pump interrogation provided showed motor stall having occurred at 12:54 am followed by a motor stall recovery the same day at 9:53 pm (date unclear as reported) followed by another motor stall on (B)(6) 2018 at 7:15 am. The date (B)(6) 2018 is considered an approximate date of event regarding the first motor stall (year known only). The event occurred during normal use. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being not applicable. It was indicated that no troubleshooting could be done; the pump was stalled and needed to be replaced. No surgical intervention had yet occurred or was scheduled but was planned. The issue was unresolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications the patient was taking at the time of the event could not be obtained. The patient¿s weight and medical history were indicated as having been requested but were not available. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device explant date was not added in error regarding the previously submitted report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update: the previously applied patient code c76143 is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. Regarding the motor that occurred at 12:54 am followed by motor stall recovery at 9:53 pm, it was clarified that the specific date this stall and stall recovery occurred was unknown. It was noted that the company representative was called in to interrogate the pump on 2018 (B)(6) due to beeping (alarming) and that¿s what the logs had showed. The cause of the multiple motor stalls was unknown. The patient had experienced breakthrough pain. The pump was explanted and replaced on 2018 (B)(6). The pump was to be returned to the manufacturer for analysis; however, the company representative was waiting on a device return kit. It was noted that this information had been confirmed with the physician/account.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was indicated the device had been used with/in the patient for treatment. There was no patient death and no patient injury. The patient recovered without sequela following device replacement. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The rep stated they would be sending the pump back to the manufacturer the next day.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. In addition, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during two of four tests. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.